Manufacturer narrative:
The lot number was confirmed. The reported event, for product packaging compromised, was confirmed by photos provided in this event. However, the product packaging was not returned for evaluation. Without the product packaging, the root cause cannot be determined.

Event description:
It was reported that there was a potential sterility breach on the packaging of the device. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device discarded by customer.

Event description:
It was reported that there was a potential sterility breach on the packaging of the device. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event.